Event description:
Follow-up information was received on 21-may-2024: the patient was injected with radiesse into the jowls, chin and marionette lines, into the lower face. During the second treatment with radiesse, for skin quality enhancement, radiesse was diluted one-to-one (1:1) with nacl 0.9 % and 2 % lidocaine (product preparation issue, off label use of device).. The patient was previously injected with hyaluronic acid (ha) products and radiesse(+). She had no known allergies. Only 1 hour after the radiesse injection, the patient experienced an abnormal swelling of the chin, and was immediately asked to return to the office for further evaluation. Upon inspection, there was a symmetric inflammatory reaction of the chin, but no pain was reported. Corticoids were administered (dexamethasone 4 mg, intramuscularly) without showing any signs of improvement. Two hours later, 100 mg of hydrocortisone where administered intravenously and the patient was transferred to the hospital for overnight admission as a precaution. One ampule of clemastin (antihistamine) was administered intravenously. She had a satisfactory evolution overnight. No hyaluronidase was administered. The next day, inter-consultations with dermatology and plastic surgery wards defined the episode as an allergic reaction (they were not sure was that from lidocaine). Medical director confirmed that there were no signed of ischemia. The patient was discharged from the hospital with oral corticoids and antihistamines and had a positive evolution. There were no other signs, symptoms of sequalae. The outcome of the event remained unchanged.

Event description:
This spontaneous report was received from a polish health care professional and concerns a female patient. She was injected with radiesse, for volumetry, one and a half month prior to this report, in 2024. Radiesse was diluted with lidocaine (product preparation issue, off label use of device). She had another treatment with radiesse, to biostimulate the skin, on 05-apr-2024. Radiesse was diluted (product preparation issue, off label use of device). On (B)(6) 2024, a short time after the second radiesse injection, the patient experienced it began to swell and swelling appeared around the chin and mouth. Face oedema, on chin and lips, was reported. The patient was admitted to the hospital around 12 at night. She was treated with antibiotics, steroids and finally hyaluronidase. The outcome of the event was unknown. Follow up information was received on 10-apr-2024: the event verbatim face oedema was amended to allergic reaction and the coding was changed from injection site oedema to injection site allergic reaction. The patients age was reported. She was 55 years old at the time of the event. The patient was injected with radiesse, for skin biostimulation, on 05-apr-2024, at approximately 18:30. Batch number was reported as a00083710. A lot search in the global safety database was conducted. Radiesse was diluted in a 1:1 ratio (product preparation issue, off label use of device). A 22g 50 mm cannula was used for the injection. The patient was injected with radiesse(+), to improve facial contour, one and a half month prior to this report, in 2024, without side effects. Concomitant medication included menopausal hormonal therapy. The patient was not taking any chronic treatment (as reported). On 05-apr-2024, approximately 1 hour after the radiesse injection, the patient reported by phone the swelling of her chin and was immediately asked to come to the clinic. She arrived around 21:00 and since entering the clinic, swelling was increasing in the treated area, despite the use of dexamethasone (12 mg, intramuscularly). The patient did not feel pain, there were no symptoms of ischemia on the skin, and no shortness of breath. There was increasing swelling of the lower lip, without swelling of the tongue and respiratory tract, the skin around the chin and jaw was slightly warmer than the rest of the facial skin. Due to the increasing edema despite the use of dexamethasone, 100 mg of corhydron was administered intravenously and 4 tablets were administered (clatra). Due to the swelling of the mentioned areas that was resistant to treatment, the emergency medical services were called and administered 1 ampoule of clemastine intravenous and transported the patient to the emergency department. The patient was admitted to the department of internal medicine. In the ward, the patient remained stable and had correct cardio-respiratory function. On 06-apr-2024, the swelling of the lower part of the face was smaller, 1 ampoule clemastinum and 8 mg of dexaven intravenously were used in the hospital department. The reporter was accompanied by a dermatology specialist in providing medical assistance to the patient, who concluded based on the clinical symptoms that it was an acute allergic reaction to the administered product. At the time of this report, the patient was treated with glucocorticoids and antihistamines and with 600 units of hyaluronidase in the marionette area. Appropriate treatment for the acute allergic reaction was administered, the patients condition was monitored in hospital, and the patient was provided with medications recommended for outpatient treatment. The patient remained in constant contact with the physician who performed the procedure and conducted treatment activities. As reported, the situation exposed the patient to enormous stress related to treatment (re-injection of drugs) and the risk of side effects of the drugs used, including glucocorticoids. It was also a state of immediate threat to life and health. Due to the provided information, the outcome of the event was considered as resolving (changed from unknown).

Manufacturer narrative:
This case was assessed as reportable to the FDA as the event allergic reaction (injection site allergic reaction) was deemed to meet serious injury criteria of necessitated medical or surgical intervention to preclude permanent impairment of a body function or permanent damage, life threatening and hospitalization. The device history record of radiesse injectable implant, lot number a00083710, was reviewed. A lot search was conducted on the reported lot and no similar events were noted. Nonconformance reports, corrective/preventive actions related to this lot, but none that would have contributed to this event.